Event description:
A customer reported he received on his blood glucose meter the following consecutive readings within ten minutes: 347 mg/dl, 170 mg/dl, 374 mg/dl and 156 mg/dl. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant. The customer additionally reported he took his insulin based on the readings he obtained, and experienced a seizure and loss of consciousness. The paramedics were called, but the customer was reportedly unsure about the treatment rendered. The customer also reported he ate dinner to ameliorate his symptoms. There was no report of death or permanent impairment associated with this event.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.